Event description:
The customer called stated that she stopped using the insulin pump due to blood glucose levels as high as 993 mg/dl. The customer was also hospitalized with high blood glucose levels. The customer did not want to troubleshoot or provide further info.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.